Manufacturer narrative:
The event unit was not returned to applied medical for evaluation and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related product. At this time, applied medical is unable to confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. This report represents a combined initial and follow-up report.

Event description:
Procedure performed: colon procedure. Incident description: the rep was not present during the case. During the case, the surgeon was clamping down on the mesentery of the patient. The generator gave all of the normal seal activation tones, through to the end tone. After the end tone was heard, the surgeon used the blade lever to transect the tissue. When the device was removed it was revealed that no energy was applied to the tissue and there was no seal. The tissue was bleeding from where the blade lever cut it. Voyant was not used for the rest of the case and the bleed was controlled using a competitor energy device. This event occurred with the first activation of the voyant device in the case. The patient status is fine, with no patient injury. The patient has been discharged from the hospital. Product is not available for return. The surgical team disposed of the product after the procedure. Patient status: fine, no patient injury, discharged from hospital.